Event description:
Initial report was received on (B)(6) 2010: donor, post procedure, was found in her car in cardiac arrest. Transported to hospital and admitted. Passed away later in the evening on (B)(6) .

Manufacturer narrative:
The device was evaluated and was found to be functionally normally. There is information to suggest that the device was related to this death of this donor.